Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line was improperly primed as the patient line clamp was closed during priming. The technical service representative advised the home patient to start over with new supplies to resolve the error assisted with ending the therapy. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information be available, a supplemental report will be submitted.